Event description:
Caller reported that pump battery was depleting too quickly, which led to a pump shutdown. There was no reported impact to the customer's blood glucose level. The issue had occurred in the past and as a result no troubleshooting was performed and no further information was available.